Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a full body MRI scan when they were in the hospital for their implant procedure due to ¿complications.¿ additional information was requested but was not available at the date of this report.